Event description:
It was reported that a homechoice (hc) device presented with an unknown alarm during the last cycle. The customer noted that when they received this alarm the display appeared to be dark. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4) (B)(6). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The affected device was received for evaluation against the reported condition. Visual and functional testing was performed on the device. The initial evaluations performed found the product to not meet specifications. The event log was not accessable due to a damaged digital board. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue was determined to be a damaged digital board. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.